Event description:
It was reported that this right atrial (ra) lead was believed to have been fractured due to exhibited loss of capture (loc) and high out of range pacing impedances. Xray imaging was performed that confirmed the possible fracture. A lead revision procedure was performed, this ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.